Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 446 mg/dl. Customer stated that they did not been using the insulin pump due to hospitalization. Customer stated she had open-heart surgery. Customer reported that the insulin pump had failed battery alarm, customer with cleaning battery cap and insulin pump restarted then received unexpected restart alarm due to battery being out of insulin pump for seven days. Customer reports they did contact their health care professional regarding changing the insulin, reservoir, and infusion set. The customer was starting back on the insulin pump. Customer stated that contact on battery cap was not missing, damaged, or corroded. Customer was able to successfully clear the alarm. The insulin pump will not be returned for analysis.